Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that system checkout passed and everything is functioning as intended on the system. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000168. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that the system was unable to expose. Site reported when going to shoot anterior-posterior (ap) and lateral scouts, the system's screen went fuzzy. This issue occurred intraoperatively and caused less than 1 hour surgical delay. Type of procedure and patient impact were unknown. Troubleshooting stating that site rebooted system two times then issue resolved and site was able to continue with the case.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.